Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert related to the right ventricular (rv) lead high impedance and noise. The lead was checked and no problems were detected. Two days later the patient was hospitalized due to a minor car accident. The lead alerted again and another check was performed on the lead. During this check a lead fracture was found. The lead was programmed off and later replaced. No patient complications have been reported as a result of this event.